Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ntima-ii 24gax0.75in prn slm npvc was leaking at adapter tubing junction. The following information was provided by the initial reporter, translated from chinese to english: 'a child was admitted to the emergency department for surgical treatment on (B)(6) 2023, and was given an indwelling vein before surgery. On the morning of (B)(6)2024, fluid was found to be oozing out of the heparin cap of the indwelling needle at the puncture point of the scalp needle, so the heparin cap was replaced immediately, and there was no oozing after the replacement.'

Manufacturer narrative:
1. DHR/bhr review(lot#3080077): 1)this batch of products were assembled at intima ii auto line 2 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4)ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batches used in this batch of products are 3094803, 3113566, 3083066, 3083068, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken and the prn is conducted on the self- tightness test after penetration (test process: penetration sleeve stopper 100 times, then, to perform the leakage test). The test is passed and no leakage is found at the penetration site of the prn. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no complained sample is received, the defect of the prn cannot be analyzed, so the root cause of the leakage at the penetration site of the prn cannot be confirmed. H3 other text : see narrative

Event description:
No additional information provided.